Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the patient received inappropriate atp and high voltage shock therapy due to supraventricular tachycardia diagnosed as ventricular fibrillation. The patient was asymptomatic prior to the shock. Programming changes were recommended. No further information is available.

Event description:
Additional information received indicated that the physician elected not to make any programming changes. The patient was stable after the event.